Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent anterior colporrhaphy with colpopexy due to cystocele and sui. It was reported that following insertion the patient experienced erosion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision of graft exposure on (B)(6) 2009 and posterior colporrhaphy, enterocele repair and colpopexy and mesh was implanted. No additional information was provided.